Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a full black screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised to stabilize at room temperature. The customer reported that the black screen did not disappear. The customer had not bumped or dropped the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with frozen screen on full segment display. Problem isolated to interface board. Unable to confirm missing segments/partial display due to frozen screen. Unit was received minor scratched lcd window and cracked reservoir tube lip.